Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician to the dermik medical advisor to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) for an unspecified indication starting on (B)(6) 2009. Relevant medical history and concomitant medications were not reported. The pt was injected with poly-l-lactic acid on (B)(6) 2009 on the neck area where some nodules appeared at the end of (B)(6) 2009. On an unspecified date, the physician injected saline solution as corrective treatment and would initiate corticoid treatment (oral and intramuscular nos). Event outcome is ongoing. Reporter's causality: possible. A ptc (pharmaceutical technical complaint has been issued. (B)(4).